Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received a shock due to noise on (B)(6)2017. It was determined that there was a lead fracture, but the patient does not want to have a replacement procedure. ICD therapy was disabled. This lead remains implanted.